Event description:
Pre-procedure planning of the zenith aaa endovascular graft placements included embolization of the right internal iliac artery. Selection of the ipsilateral iliac leg graft noted that an additional iliac leg extension would have to be deployed in order to achieve the desired landing zone in the external iliac artery. The main body, and ipsilateral iliac leg grafts were deployed as intneded without complication. Post placement angiogram noted that the contralateral iliac leg graft had not achieved an aedquate seal of the vessel. In order to secure an adequate graft/vessel apposition in the aneurysmal common iliac artery, a decision was made to lengthen the landing zone of the existing leg graft with the placement of a main body extension. A larger diameter extension was selected, due to anatomical condition of the vessel, and deployed without complication. Based on the device selection a secure seal of the vessel was achieved and left internal iliac artery patency was maintained. Final angiogram noted a succuessful exclusion of the aneurysm, patent renal arteries and patent left iliac artery.